Manufacturer narrative:
This report is filed november 09, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to a medical reason unrelated to the device, the patient was re-implanted with a new device.